Event description:
The manufacturer received information alleging the device failed the system setup test step. There was no harm or injury reported. Determination made that device needs to have proportional valve and three-way solenoid replaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.